Event description:
It was reported that the patient presented in clinic, the pulse generator exhibited loss of capture at multiple positions. No intervention has been reported, the device remained implanted.